Event description:
The customer reported that there was an intermittent communication error. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ups (uninterrupted power supply) was replaced. The system was tested and found to be working as intended and put back into service.